Manufacturer narrative:
Additional information was provided therefore b5 was updated.

Event description:
Additional information was received; the pump is not available for return. The pump was inadvertently removed during a patient move and fully removed by the primary team the next day. The patient recovered well and the site was closed with perclose.

Manufacturer narrative:
B1: added product problem. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: access site adverse event/major bleed: the cause of the access site adverse event was determined to be use related as it required an extra stitch at site. Device in wrong position: the cause of the device in wrong position was determined to be use related to patient movement as the pump was inadvertently pulled back after the patient was transferred onto bedpan.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced access site bleeding which was resolved with an extra stitch. When the patient was transferred onto a bedpan the pump was inadvertently pulled back and a pump in aorta alarm occurred. The pump was explanted and the patient was in stable condition.